Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the alarm cable. The unit passed extended self-testing.